Event description:
Dexcom g7 sensors constantly reading more than 20 mg/dl off. Some instances exceeding more than 100mg/dl of discrepancy when compared to finger/blood test with meter. Someone needs to be holding these billion dollar "healthcare"/"patient focused" accountable. Dexcom needs to be fined and held accountable for their poorly controlled quality and the negligence that their executives and quality control teams exude.